Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider. The patient's hospitalization was due to the pump as the patient was in withdrawal due to the pump being in safe state.

Event description:
On (B)(6) 2016, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 10mg/ml at 2.1 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, the patient had an ablation surgery done to her leg and noticed her pump was alarming. On (B)(6) 2016 (also reported as (B)(6) 2016), while the patient was in the hospital, the pump was interrogated and was programmed to minimum rate. On (B)(6) 2016, the company representative was asked to see the patient and the logs showed a reset, reset low battery and safe state occurred on (B)(6) 2016. No patient symptoms were reported. The patient was not yet scheduled for a replacement.

Event description:
Additional information received from an hcp reported that the ablation surgery was done on (B)(6) 2016 for varicose veins. The device reportedly started malfunctioning the night of the procedure and went into safe state. The patient was admitted on (B)(6) 2016, and had the pump interrogated. On (B)(6) 2016, the patient presented for pump reset. It was reset and then returned to safe state "soon thereafter." It was determined to be a malfunctioning device. The cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.